Event description:
Customer claims the sensor was first put into use on (B)(6)2010 and there's no alarm tone when pressure is off the sensor pad. The sensor was tested with a working alarm. There was no visible damage to the sensor. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - product was requested to be returned for eval and has not been received. (B)(4)